Event description:
It was reported that during the implant procedure the helix of the pacing lead "does not come out of the electrode evenly, but instead jumps out". The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage during use. Visual analysis of the lead indicated the lead was stretched. The lead was returned slightly stretched measuring 65.5 cm in length. The helix was able to be extended and retracted within specification, however on helix extension, the jump jumps out on the 10th rotation. The inner tubing was stretched in multiple locations of the lead placing tension on the distal conductor during helix extension and retraction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage during use. Visual analysis of the lead indicated the lead was stretched. The lead was returned slightly stretched measuring 65.5 cm in length. The helix was able to be extended and retracted within specification, however on helix extension, the helix jumps out on the 10th rotation. The inner tubing was stretched in multiple locations of the lead placing tension on the distal conductor during helix extension and retraction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.